Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a premature ventricular contractions ablation procedure, an air leak occurred. After placing the introducer in the right ventricular outflow tract, a mapping catheter was inserted and mapping was performed. When the mapping catheter was removed, the introducer was flushed in order to place the ablation catheter. While flushing the sheath, air was aspirated into the device. The sheath was replaced and the procedure was completed with no adverse patient consequences.